Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #4) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #4). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1), bard/davol ventrio (device #2), and ventralex (device #3). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1) and an unspecified bard/davol ventrio (device #2) on (B)(6) 2009, an unspecified bard/davol ventralex (device #3) on (B)(6) 2011, an unspecified bard/davol ventrio st (device #4) on (B)(6) 2013 and an unspecified bard/davol phasix. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip (device #1), the ventrio (device #2), the ventralex (device #3) and the ventrio st (device #4) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.